Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and not powered on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the that the main unit did not power on. The field service engineer (fse) disconnected the auxiliary from the main allowed the main unit to power on tested the pyxibus cable, the auxiliary drawers, and the auxiliary interface board, but the issue remained. No issues on the auxiliary device. The fse replaced the communication sled on main station, which resolved the issue, and then updated the communication sled firmware. The system functioned as intended after the field service engineer repaired the device.